Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered several shocks while the patient was experiencing a ventricular tachycardia (vt). The shocks were deemed to be ineffective by the physician and the vt continued. The physician performed a ventricular ablation procedure to stop the ventricular excitation. This s-ICD system was subsequently explanted due to infection. A new epicardial implantable cardioverter defibrillator (ICD) system was successfully completed. No additional adverse patient effects were reported. The explanted system was discarded at the facility.